Event description:
It was reported through the litigation process that, on (B)(6) 2014, a patient underwent a port placement using the bard powerport, via the left subclavian vein for cll chemotherapy. About seven months and five days later, on (B)(6) 2014, the patient was diagnosed with bacteremia and sepsis. It was further reported, about two days later, on (B)(6) 2014, that the patient underwent removal of the infected port. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that, on (B)(6) 2014, the patient underwent port placement using a bard powerport, via the left subclavian vein for chronic lymphocytic leukemia (cll) chemotherapy. Approximately seven months and five days later, on (B)(6) 2014, the patient was diagnosed with bacteremia and sepsis. The port was subsequently removed on (B)(6) 2014. It was further reported that the patient eventually expired. However, the cause of death was not reported.

Manufacturer narrative:
H11: the date of death for this patient was not provided; therefore, the date of death has been updated as 01-jan-1900 to meet the MDR submission requirement. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: event type corrected from ¿death¿ to serious injury. Subsequent review determined the initial classification relied on litigation language (including loss of consortium) without evidence of patient death or device causation. No death certificate, autopsy, clinician statement, or hospital documentation was provided. Current information supports serious injury criteria. Future updates will be submitted if new evidence warrants reclassification. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. The investigation is inconclusive for the reported bacteremia, sepsis and unspecified infection as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b2, b5, g3, h1, h6 (patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.